Event description:
It was reported by (B)(6) that the burr attachment device was not holding the cutter devices. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6), contact address was not provided. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. It was determined that this was due to foreign fibrous material left behind by a cleaning instrument causing the locking mechanism to malfunction. In addition the bearings, spacers, and snap rings demonstrated a large amount of corrosion. The assignable root cause was determined to be due to improper cleaning, which is misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.